Manufacturer narrative:
Difficult/unable to remove through other device: the cause of was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Additional information was received that reports "upon insertion of the impella, wire was shaped in normal fashion. After inserting and placing impella in the ventricle, when removing the wire, it became caught in the outlet. Wire was able to be removed by pushing the wire forward and then removing."

Manufacturer narrative:
B5. Additional event description added.

Event description:
It was reported that after implantation of an impella the wire was removed and became caught in the outlet. The wire had to be pushed forward to be removed. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.